Event description:
A report was received that a patient was intubated during the implant procedure due to a reaction from the anesthesia administered. The physician believes that the patient's symptoms were procedure related. The patient spent the night in the hospital and was released the following day. The patient is reportedly doing well.